Manufacturer narrative:
Sixteen 7.0 x 72mm clear-trac smooth cannulas were returned for evaluation. Visual assessment of the devices confirmed the reported complaint. The cannulas are all bent to varying degrees. This is an acknowledged failure mode that has been evaluated and is being monitored.

Event description:
It was reported that during a procedure, the cannula had been bent. Significant delay more than 30 minutes was reported. Backup device was available and no patient injuries were reported.